Manufacturer narrative:
(B)(4).

Event description:
Addition information was received indicating the case was completed, there was no harm to the patient.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the fluidics mechanism was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. It was determined that the company representative did not find any issues that would be associated with the reported event. Therefore, the root cause cannot be determined conclusively. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare provider reported that during the irrigation/aspiration portion of a cataract extraction with intraocular lens implant procedure the aspiration was poor. Additional information has been requested, but none has been received to date.